Event description:
User facility medwatch mw5152209 report received that states. "Perclose failed to deploy, stuck in artery. Vascular surgery consulted and assisted to remove perclose via surgical cutdown." No additional information was provided.

Manufacturer narrative:
D4: the UDI is not known as the part and lot number were not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a firing/ deployment problem include, but not limited to, needle deflection during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment medwatch report #mw5152209.